Event description:
The surgeon implanted a silicone lens but it was damaged upon insertion. It is unknown if the lens was implanted and removed. There was no patient injury or event. It is unknown if the device malfunctioned.